Manufacturer narrative:
The explanted device and electrode were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks in 2015 and 2016. Therapy was never exhausted in any of the episodes. The issue appeared to be morphology changes at heart rates above 130 bpm. The qrs became wide, with smaller r-wave amplitudes and larger t-wave amplitudes. The sense vector was reprogrammed and smart pass was enabled, but this did not resolve the issue. It was confirmed the patient did pass the pre-screening before the device was implanted. Despite efforts, the inappropriate shocks could not be prevented with reprogramming, so the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.